Manufacturer narrative:
Concomitant medical products: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient had their device implanted in november and it was "not working right and not working at all." It was stated the patient was worse than they were before surgery. It was noted the patient had a burning sensation and pain with their device. Reportedly, the device was implanted in their left abdomen just below their ribs. It was stated the patient was diabetic and the reason for their implant was for gastroparesis. It was noted all of these symptoms had been ongoing since implant. On (B)(6) 2014 patltr (con): additional information received reported that the patient was still having concerns with their device or therapy and had an appointment to follow-up on (B)(6) 2014. The "pacemaker" was turned off (B)(6) 2014 until the time of the appointment. (B)(6) 2014 lfc (hcp): additional information received reported there was not a 50% or greater reduction in symptoms. The event cause was not determined. The device was turned off temporarily to see if the device was the cause of the symptoms on (B)(6) 2014. The device was interrogated twice and normal functioning of the device was confirmed. Abdominal x-rays were performed and showed normal placement of the device shortly post-implantation and at the time of this report. It was stated that the patient recovered without permanent impairment. The patient was scheduled to return to the clinic in a few weeks for follow up after turning the device off.